Event description:
It was reported that the power adapter has melted due to a current overload and is no longer working. Technical services (ts) informed patient that a new power cord will be shipped. No adverse patient effects were reported. The communicator remains in service.